Event description:
Patient (user) reported he was using the catheter once daily to stretch his urethra. Sometimes he had difficulty inserting and had to add more lubricant to the tip to fully insert into his bladder. He had some bleeding when he pushed them in sometimes. He reported he has an enlarged prostate and the catheter had to maneuver around it. He doesn't know if the catheter contributed to him getting the infection. He reported he did not wash the area prior to insertion. He took an antibiotic for 10 days and recovered.